Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the tip of the cartridge was not very smooth. The tip of the cartridge touched the patient's eye. The lens did not touch the patient's eye. Doctor noticed the cartridge appeared like it has a "rough spot" and he didn't want to take a chance so he pulled the cartridge out and just used another pcb00. Surgery went well. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 09/13/2016 device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site but it was inadvertently discarded as it was returned under a rga (returned goods authorization) associated with a closed complaint; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.